Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2010. Mesh removal occurred on (B)(6) 2015. Patient's legal representative stated vaginal mesh erosion, vaginal bleeding, recurrent sui.